Manufacturer narrative:
E1: event city: (B)(6). Event country: turkey. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experience bent cannula event on (B)(6) 2026. This led to high blood glucose level and managed by changing the infusion set, reservoir and delivered insulin from the pump.